Event description:
It was reported that patient underwent procedure utilizing a suture anchor in 2009. During the procedure, the anchor would not disengage from the inserter and pulled out of the bone leaving a significant hole. The surgeon completed the procedure using a competitor¿s device.

Event description:
It was reported that patient underwent procedure utilizing a suture anchor on (B) (6) 2009. During the procedure, the anchor would not disengage from the inserter and pulled out of the bone leaving a significant hole. The surgeon completed the procedure using a competitor's device.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B) (6) 2009 with event details. The manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. Evaluation of the returned device found that the sutures on the implant were compressed, which would indicate that they were stuck between the driver and the implant body.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.